Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ultra 2 meter would not power on. The reporter indicated that the alleged issue started on an unspecified date/time 6 months prior to contacting lfs on (B)(6) 2010. Due to the alleged issue, the reporter claimed that the patient received insulin treatment from a health care professional (hcp) on (B)(6) 2010, at 11:00 am. The patient was reportedly treated with 40 units of 'n' insulin and 10 units of "r" insulin. The patient's blood glucose was also tested on an ER/hospital meter and a result of "247 mg/dl" was reportedly obtained. The reporter denied that the patient developed any symptoms because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received insulin treatment from a hcp as a result of the alleged issue.